Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported no vacuum, and discovered the filter was clogged. No medical intervention noted, proceeded to replace with another pack.